Event description:
The physician reported that episodes and pacing percentages recorded in device memory over the f/u period were not displayed.

Manufacturer narrative:
(B)(6), 2011. This event concerns a device that was mfg and used outside the united states. Analysis is pending.